Event description:
Reference number(B)(4). Event occurred in austria on (B)(6)2024, it was reported by the patient that he has frequent inflammation around the infusion sites and switched to temporarily oral medication. No further information was available